Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, while closing the vaginal cuff, the device¿s needle broke and half of the broken needle fell into the patient¿s cavity but was then retrieved. Another device was used in order to complete the case. No patient injury.